Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust stent along with 6fr non-medtronic sheath and .014 nitrex guidewire during treatment of calcified lesion in patients left proximal/mid/distal common iliac artery. Severe calcifications were reported. Artery diameter reported as 6-8mm and lesion diameter reported as 130 mm. Lesion exhibited 100% stenosis. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. Embolic protection was not used. Medtronic nanocross was used for pre-dilation and medtronic evercross was used for post-dilation. The device did not pass through a previously deployed stent. Moderate resistance was encountered when advancing the device. The thumbscrew/lock-pin was checked for securement prior to procedure and the thumbscrew/lock-pin was removed prior to attempted deployment. It was reported that deployment issues were encountered, the initial 20 mm was successful then thumb wheel made a pop sound and would not spin. The physician attempted to retract the stent which elongated mid-section of the stent. The "deployment workaround action" was advised and the remaining stent was deployed. The delivery system was safely removed. Additional stenting using a new everflex entrust stent was carried out. No vessel damage was noted. No patient injury.

Manufacturer narrative:
Image analysis: the customer returned two images for evaluation. Both images are of a stent placement in the patient¿s vasculature. The mid-section of the stent appears to be elongated. Product analysis the device was returned dismantled, the device was identified by the strain relief, bunching was observed on the silver coloured sheath, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.